Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a chemotherapy spill from a port (clearlink) that was not accessed. This issue was identified during infusion of fluorouracil using a spectrum pump programmed at a flow rate of 7.47 ml/min. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the leak at the clearlink y-site was observed. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including pressure and clear passage underwater testing to reveal a leak was observed in the first y-site clearlink between the ultrasonic welding of the clearlink housing inlet and clearlink y-site housing. The set was primed with a bag of sterile water and no leak noted. The reported condition was verified. The cause of the event was due to the gland had an excess gland, stuck on the cap during manufacturing. This component is from a third-party supplier. There are controls in place for raw materials such incoming inspection, those tests are performed based on a sampling plan that described the minimum handling and sampling requirements for receiving raw material from supplier. Should additional relevant information become available, a supplemental report will be submitted.